Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However; logs were analyzed and confirmed the alarms. These alarms mean the insp valve is stuck causing the vent not to deliver volumes. It was recommended new insp valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned for evaluation.

Event description:
It was reported to vyaire medical that the bellavista 1000 vent logs is showing tf 300 316 400 and 545. No patient involvement was reported.

Manufacturer narrative:
Root cause failure: defective inspiration valve nt. A po, was processed for a new insp valve.